Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The patient files analysis revealed that the first phase of the automatic implantation detection did not pass indicating that the ventricular lead was not correctly connected to the pacemaker. The subject pacemaker has been returned for expertise. Once the investigation results are available, a follow-uo will be provided.

Event description:
Reportedly, during the implantation (pacemaker replacement) of the pacemaker, patient with 100% of ventricular pacing, the eno does not pace after connecting the right ventricular lead. It seems that the auto implantation detection functionnality does not work regularly. Another eno was implanted without this problem. An interrogation of the first eno shows that the auto implant feature is active, but the polarity stand on unipolar.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular setscrew cavities were found completely screwed. - correct tightening marks were seen on the atrial and ventricular setscrew tips. - the patient files analysis has revealed that the ventricular lead was not properly connected to the pacemaker: the ventricular impedance during the phase of lead connection confirmation has failed at each attempt. - based on the available data, a likely hypothesis would be that the ventricular lead was partially connected : enough to observe correct tightening marks but not enough to obtain a correct ventricular lead impedance during the phase of lead connection confirmation. - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation (pacemaker replacement) of the pacemaker, patient with 100% of ventricular pacing, the eno does not pace after connecting the right ventricular lead. It seems that the auto implantation detection functionality does not work regularly. Another eno was implanted without this problem. An interrogation of the first eno shows that the auto implant feature is active, but the polarity stand on unipolar.